Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, device code - correction, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of an intermittent audio output was confirmed. The root cause was determined to be an assembly error.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report that the patient experienced no audio output from the receiver and a low event on (B)(6) 2016. Patient's husband woke up at 2:40am and saw the urgent low message show up on the receiver. Patient's husband stated that there was no audible alert made when the patient reached the low. The blood glucose displayed on the receiver was 39mg/dl. Patient's husband then called 911 and the paramedics proceeded to give the patient an intravenous shot to bring the patient out of the low. The shot stabilized the patient who was not taken to the hospital. At the time of contact, the patient was in bed sleeping. Additionally, the patient's husband tested the alerts on the receiver and an audible noise was heard. No additional event or patient information was provided.